Event description:
It was reported through the partner I clinical trial that the patient died three and a half years post tavr. The death note indicates the immediate cause of death is cardiopulmonary arrest due to a consequence of chf and enterococcus bacteremia. The death note also stated other significant conditions contributing to the death were pneumonia and endocarditis. No autopsy was performed. Source documents received from the facility indicated that the patient originally presented with dyspnea and a productive cough originally thought to be community-acquired pneumonia. An initial chest x-ray noted a pleural effusion with a possible underlying infiltrate. Reportedly blood cultures were obtained and were positive for enterococcus bacteremia. The patient was treated with empiric antibiotics for presumptive endocarditis. Reportedly a tte was performed; however it was a limited study. The tte revealed a normally functioning bioprosthetic aortic valve and mild mitral regurgitation. There was concern for endocarditis given the bacteremia in the setting of the bioprosthetic aortic valve; however since the tte was noted to be not very sensitive, no vegetation of the valve was seen. Reportedly the patient was deemed not a candidate for a tee.

Manufacturer narrative:
Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, the patient was treated for possible endocarditis that occurred three and a half years post valve replacement. The exact source of the infection was not clearly identified however the patient was noted to have pneumonia and a bacteremia. There is no evidence the possible endocarditis event is related to a sterilization failure during the manufacturing process of the sapien valve based on the medical records supplied and the remote timing to the tavr procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.